Event description:
It was reported that the monitor had green lines and then faded to black. The site restarted the computer, re-entered the procedure and the same display issue appeared. The superdimension portion of the case was cancelled with the pt under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
A replacement computer was shipped to the site to resolve the reported issues. The case was not completed with the superdimension system with the pt under general anesthesia. There was no harm or injury to the pt, but in an abundance of caution we are filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.

Manufacturer narrative:
Device not returned. Device was evaluated on site. It was discovered that the site tried to repair the pc and had altered the pc by replacing the video card inside of it. Our labeling clearly states that this is not allowed. After replacing the unknown video card, the monitor no longer functioned. The site then ordered a new monitor and replaced it. After the site replaced the monitor, the video no longer worked correctly, at this time superdimension was called. On (B)(4) 2011 as service call was performed and the site received a new pc. The new pc was not working correctly. A new pc and video connector (vivo) was ordered and on (B)(4) 2010 a service call was performed to make all necessary repairs. After all the repairs, the system was functioning normally. An accuracy test and functional test were both performed and both passed. The site would not return the original pc and monitor that they had changed out on the system. Based on the reported information, it is likely that the video card failed in the original pc, but we cannot confirm this. As for the second pc, this pc video driver was corrupt, however, it was not used in cases, it was found during this service.